Manufacturer narrative:
Added information to section e1 (reporter name) and h6 (investigation findings and investigation conclusions). H11. Additional narrative/data. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Additionally, the device was not returned to edwards for further investigation, as the valve remained implanted due to a valve-in-valve replacement, and no images, medical records or details regarding what comorbidities the patient had, were provided. Attempts to retrieve additional information were unsuccessful. Based on the information available, a definitive root cause cannot be conclusively determined.

Event description:
Edwards received notification that a patient with an edwards surgical valve implanted in aortic position underwent reintervention for a valve-in-valve procedure after an unknown implant duration due to valve failure. A transcatheter valve was implanted within the edwards surgical valve with no reported patient injury. Patient was alive at the end of the procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.